Event description:
Drill bit broke while drilling the acetabular screws. The bit was retained in acetabulum.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.